Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective printed circuit board of video connector. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the angle of curvature in the up direction does not meet the standard due to wear of the angle wire; 3d image was abnormal due to broken charged coupled device unit; bending section cover adhesive was floating; universal cord and video cable were wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer), the videoscope had black shadows or peripheral blur appear on the screen during the test. The issue was found during preparation for the use of an unspecified diagnostic procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise is generated, and no video is output due to damage to the substrate of the video connector. The device was inspected before use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.